Manufacturer narrative:
(B)(4).

Event description:
It was reported that the smartpass feature disabled three days post implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the smartpass episode and discussed that the feature disabled due to a wandering baseline that could be consistent with potential air entrapment around the device or electrode. No subsequent episodes were recorded and ts discussed that if air was present, it likely dissipated. Subsequently, the patient developed a pocket infection and was placed on antibiotic treatment. This product remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this electrode was part of a system revision due to infection. This device was explanted no additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.